Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his one touch meter (unknown type) would power off during use. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient stated the alleged power issue began ¿4-5 months ago¿. The patient manages his diabetes with insulin (70/30, self-adjuster) and stated he continued with his usual dose of insulin (unknown dosage) in response to the alleged issue. At an unspecified date/time after the alleged issue occurred, the patient reported developing symptoms of ¿dizzy, weak, couldn¿t concentrate, chest was getting tight¿ while he was riding on the train. The patient stated he got off at the next train station to get assistance and had a ¿seizure¿. Emergency medical services (ems) was called and tested the patient¿s blood glucose and they obtained a result of ¿53 or 58 mg/dl¿ with the ems meter. The patient was given IV glucose by ems and then transported to the emergency room (ER). The patient stated his blood glucose was tested while at the ER; however, he could not provide the results obtained. The patient stated a health care professional (hcp) continued his IV glucose and confirmed he was released from the hospital 2 hours, afterwards. At the time of the follow-up call, the patient could not confirm the type of blood glucose meter he was using because he no longer had the meter. The patient stated ¿it was a one touch meter¿. No replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.